Event description:
User facility reported that 24 hours after uneventful uterine ablation using the novasure system, the patient presented with a severe abdominal pain and vomiting. A laparoscopic procedure was performed with no evidence of bowel burn and the uterine cavity appeared as expected following a uterine ablation. IV antibiotics were given for a diagnosis of severe endometritis. The patient responded well to the treatment.

Manufacturer narrative:
The device involved in this event was not returned to cytyc surgical products, therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained; thus no conclusion can be drawn for this event.